Event description:
It was reported that two broken depth gauges were discovered after cleaning but prior to the sterilization process. One depth gauge is broken at the tip where the hook is and the other is broken at the base where the wire meets the handle. Lot numbers are unknown. No patient involvement noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.